Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was implanted. After the procedure, the lead was found to be dislodged and a new procedure was performed to reposition the lead. However, the helix could not be extended, so the lead was explanted and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was lost/discarded at the facility and will not be returned for analysis.